Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that after approximately 29 months of support on the lvad, the pt expired. Additional information provided by the hospital indicated that the cause of death was post stroke and that there were reportedly no issues with the lvad.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.